Event description:
Case description: this case was linked with case (B)(4), referring to the same patient. This spontaneous report was received from a us healthcare professional and concerns a patient. The patient was injected with belotero balance us into the hands (off label use of device) on an unknown date. Belotero variant was unknown. The lot number for belotero balance us was not reported. Belotero balance us was blended with radiesse (product preparation issue, intentional device misuse). On an unknown date, after injection with belotero balance us, the patient experienced a vascular occlusion. The outcome of the event was unknown. Follow-up information was received on 01-jul-2026: patients initials and gender (female) were provided. Belotero balance us was blended with radiesse(+) (product preparation issue, intentional device misuse). The patient experienced a vascular occlusion (vo) in the hand. The outcome of the event remained unchanged.

Manufacturer narrative:
As the lot number was not available, a batch record review and lot search on the reported lot could not be performed. However, routine trending for belotero balance us did not identify any trends related to the reported issue (q4-2025 belotero product family trending report, (B)(4), 11-mar-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent permanent damage. Corrective treatment was not provided and outcome was not reported. Due to limited reporting of the injection date and onset date of the event as well as the localization of the event, temporal and local relationship can only be assumed. The event vascular occlusion (serious) is expected based on the currently valid us instructions for use (IFU) of belotero balance and can occur after treatment with belotero balance. Off label use of device, product preparation issue and intentional device misuse are coded for formal reasons only. An injection into the hands is not an approved indication for belotero balance based on the us instructions for use (IFU). A dilution of belotero balance with radiesse for injection into the hands is not approved based on the us instructions for use (IFU). Strong confounding factor includes concomitant injection with radiesse. Nevertheless, a contributory role of belotero balance cannot be excluded with certainty, as it is difficult to assess which product or whether possibly both products have caused onset of the events. Based on the information provided, causality is assessed as possibly related to the treatment with belotero balance, however there is no indication that a product-related issue contributed to the event. This case is considered serious and reportable to the FDA, as the serious event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage. Merz causality re-assessment/investigations due to follow-up information received on 01-jul-2026: the event occurred in a compatible local relationship. Product preparation issue and intentional device misuse remain coded for formal reasons only. A dilution of belotero balance with radiesse(+) for injection into the hands is not approved based on the currently valid us instructions for use (IFU) of belotero balance. Strong confounding factor includes concomitant injection with radiesse(+). Nevertheless, a contributory role of belotero balance cannot be excluded with certainty, as it is difficult to assess which product or whether possibly both products could have caused onset of the events. Causality and seriousness remain unchanged as possibly related and serious. This case remains assessed as reportable to the FDA, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage.